Event description:
The customer contacted baxter's service center regarding a system error 2367 which occurred on the homechoice (hc) during use. The technical service representative (tsr) the alarm to the home patient (hp) had her close all of the clamps and turn the hc off. The tsr advised the hp to start over with all new supplies. The hp understood and said that she did not do anything differently and did not notice anything different concerning the supplies. There was nothing found during troubleshooting that could have caused or contributed to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis and batch review cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.